Event description:
During evaluation of a returned spectrum iq infusion pump, the device had low speaker tone. No additional information is available.

Manufacturer narrative:
During evaluation the device had low speaker tone. The cause was identified to be the rear case. The rear case will be replaced to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.